Event description:
Charge nurse reported that the cardene infusion was supposed to infuse over 2.5 hours. The whole bag was empty in 30 minutes. The patient's blood pressure dropped. The patient is currently stable.